Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 49 mg/dl. Customer was experiencing los blood glucose for unknown. Customer was not aware of basal rates and explained what basal rates are. Customer declined to troubleshoot for low blood glucose stated that she will call or go to her health care provider and have them check out her insulin pump.